Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When the tool is inserted into the cannula it binds halfway down. Sometimes they used another kit, sometimes they struggled through, but struggling through was 'not safe.' When they struggle, they have to push with so much force that sometimes it scraped until just the spring came out, and they could not be certain some plastic had not stayed in.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro vh-3500. When the tool is inserted into the cannula it binds halfway down. Sometimes they used another kit, sometimes they struggled through, but struggling through was 'not safe.' When they struggle, they have to push with so much force that sometimes it scraped until just the spring came out, and they could not be certain some plastic had not stayed in. They continued to use the same product to complete most cases. They didn't observe any patient issues.

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b5, g4, g7, h2, h6, h10.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis (4109/213/67) there were 2 additional similar complaint(s) reported for the reported failure mode and the reported lot/serial number. A review of the product complaint trend data was performed for the months of aug 2021 ¿ through "nov 2021. The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period dec -2019 through nov -2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device & testing of raw/starting materials: (10/4105/213 /67). The device was returned to the factory for evaluation on 12/16/2021. An investigation was conducted on 01/25/2022. A visual inspection was conducted. The harvesting device was inserted into the cannula. Signs of clinical use and evidence of blood was observed on the harvesting device as well as on the cannula. A mechanical evaluation was conducted. The harvesting device was removed from the cannula with no physical or visual difficulties. A reference endoscope was inserted into the cannula into it clicked into place. The harvesting device was inserted into the cannula with no physical or visual defects observed. Based on the returned condition of the device, the reported failure "fitting problem" was not confirmed.

Event description:
Related to (B)(4).